Manufacturer narrative:
The disposable device was received and successfully passed all functional testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.

Manufacturer narrative:
The device has been requested, but has not yet been returned. A follow-up will be filed as needed. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation procedure, while seating the disposable device, a uterine perforation occurred. The procedure was not completed.